Event description:
It was reported that the threads were damaged on the cup impactor handle and it would not accept a cup or liner impactor. The event did not occur during surgery. It was noticed in sterile processing. There was no patient harm or surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿it was reported that the threads were damaged on cup handle and it would not accept a cup or liner impactor. The event did not occur during surgery. It was noticed in sterile processing. There was no patient harm or surgical delay¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that threaded tip was found severely stripped. No other defects that could have contributed to the reported event were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, impaction forces while the device is not fully threaded, heavy usage, uneven impaction forces and prying motion. Functional testing was not performed as the reported mating device was not return for evaluation. However, based on the observed condition of the connection feature, it is reasonable to conclude that the device would not be able to assemble properly. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9 corrected: h3. The expiration date (12/31/2099) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.